Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that inaccurate temperature was often displayed in the extension cord for temperature sensing foley catheter on the day of use.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further investigation was not conclusive. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The device was used for diagnostic purposes. It is unknown if the device had met specifications or resulted in the reported event. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for use with bard temperature-sensing products and accessories". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that inaccurate temperature was often displayed in the extension cord for temperature sensing foley catheter on the day of use.